Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was explanted and replaced because the physician became frustrated when it went to slow telemetry mode due to the length of a case and it was taking a long time to do any testing or programming changes. The patient condition is stable.

Event description:
New information notes the device was disposed of by the hospital and will not be returned for evaluation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.